Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call of high blood glucose of 511 to 600 mg/dl and a no delivery alarm. Customer indicated that the issue was resolved by a complete set change. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. The customer declined to troubleshoot for the high blood glucose. No further details given.